Manufacturer narrative:
(B)(4). The complaint device was returned for evaluationand is in the process of investigation. However, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015 and confirmed the reported event of intermittent antenna icon.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (str-kd-pnk/(B)(4)), used with the complaint transmitter device, was returned on (B)(4) 2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.